Event description:
The customer reported that the unit was unable to complete etco2 calibration. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.